Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device 01/20/2021 for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis.  The biosense webster, inc. Product analysis lab received a photo for evaluation. According to pictures provided by the customer, hemostatic valve appeared dislodged in the hub. A device history record evaluation was performed for the finished device [00001451] number, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed from the photo analysis. However, the device has not been returned for evaluation. Since no device has been received, no product investigation can be performed. If the device is received in the future, the product analysis will be performed as appropriate in order to find the root cause of the complaint. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure for atrial fibrillation (afib) with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and a hemostatic valve separation occurred. The incident happened when the physician pulled the dilator out of the sheath. He noticed blood return leaking through the valve. Therefore, the physician decided to change the sheath and the procedure was completed successfully without patient consequence. The hemostatic valve did not break into pieces nor separated from the sheath. The sheath was used on the patient. No air entered the body through the sheath. A minimal amount of blood leaked and the hemodynamics were not affected and no intervention was required. With the information available, this event was assessed as a MDR reportable hemostatic valve separation product malfunction.

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure for atrial fibrillation (afib) with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and a hemostatic valve separation occurred. The incident happened when the physician pulled the dilator out of the sheath. He noticed blood return leaking through the valve. Therefore, the physician decided to change the sheath and the procedure was completed successfully without patient consequence. The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 01/20/2021. The device evaluation was completed on 02/05/2021. Visual inspection was performed, and the hemostatic valve was found dislodged inside the hub. Hemostatic valve and friction ring were reviewed, and no damage was found. No other damages were observed on the sheath. The customer complaint was confirmed. The root cause of the detached hemostatic valve inside the hub could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. Due the conditions observed in the hemostatic valve conditions, an internal corrective action has been opened to address this issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).